Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report: 1627487-2013-21509, 1627487-2013-21510, 16267487-2013-21511. The patient received two scs systems. It was reported the patient experienced pain at the ipg site for which he was given oral antibiotics. Subsequently, the patient went to the emergency room as the symptoms became worse. Follow-up identified the patient had both his scs systems explanted due to suspected infections. It was also reported that as of now, there is no plan to replace the systems.